Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), back pain ("severe back pain") and menorrhagia ("excessive menstrual cycles and abnormal symptoms"). The patient was treated with surgery (in (B)(6) 2014, she underwent a bilateral salpingectomies to remove the essure). Essure (ess205) was removed in (B)(6) 2014. At the time of the report, the abdominal pain, abdominal distension, back pain and menorrhagia outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain and menorrhagia to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full occlusion of fallopian tube. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and hernia repair ("hernia surgery") in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2006, the patient experienced abdominal distension ("bloating / severe stomach bloating"), menorrhagia ("excessive menstrual cycles and abnormal symptoms/abnormal bleeding (menorrhagia) a lot of clots and heavy,sporadic"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea") and hypersensitivity ("allergic or hypersensitivity reaction"). In september 2006, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), hernia repair (seriousness criterion medically significant), back pain ("sevcre back pain"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), abdominal pain lower ("lower abdomen pain"), uterine pain ("uterus pain") and vomiting ("vomit"). The patient was treated with surgery (in (B)(6) 2014, she underwent a bilateral salpingectomies to remove the essure, coils cut out, ligation). Essure (ess205) was removed in (B)(6) 2014. At the time of the report, the abdominal pain, hernia repair, back pain, menorrhagia, vaginal haemorrhage, nausea, dysmenorrhoea, irritable bowel syndrome and hypersensitivity outcome was unknown, the abdominal distension, abdominal pain lower, uterine pain and vomiting had resolved and the migraine and headache was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, headache, hernia repair, hypersensitivity, irritable bowel syndrome, menorrhagia, migraine, nausea, uterine pain, vaginal haemorrhage and vomiting to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full occlusion of fallopian tube plaintiff had done dye test on (B)(6)2006, result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on(B)(6) 2018: pfs received: reporters added. Demographic conditions added. Insertion date updated. Events: abnormal bleeding (vaginal, menorrhagia), migraines, headaches, nausea, dysmenorrhea (cramping), ibs, allergic or hypersensitivity reaction, lower abdomen pain, uterus pain, vomiting, hernia surgery added. Event onset date and outcome were updated. Unstructured relevant test added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') and hernia repair ('hernia surgery') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: * plaintiff had done dye test on(B)(6) 2006, result: total bilateral occlusion. In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced menorrhagia ("excessive menstrual cycles and abnormal symptoms/abnormal bleeding (menorrhagia) a lot of clots and heavy,sporadic"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea whenever she was bloated") and hypersensitivity ("allergic or hypersensitivity reaction"). In (B)(6) 2006, the patient experienced migraine ("migraines") and headache ("headaches"). In 2009, the patient experienced abdominal distension ("bloating / severe stomach bloating"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("sevcre back pain"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), abdominal pain lower ("lower abdomen pain"), uterine pain ("uterus pain") and vomiting ("vomit") and underwent hernia repair (seriousness criterion medically significant) and cyst removal ("pain- cyst removal"). The patient was treated with surgery (in (B)(6) 2014, she underwent a bilateral salpingectomies to remove the essure, coils cut out, ligation). Essure (ess205) was removed in (B)(6) 2014. At the time of the report, the abdominal pain, hernia repair, back pain, menorrhagia, vaginal haemorrhage, nausea, dysmenorrhoea, irritable bowel syndrome, hypersensitivity and cyst removal outcome was unknown, the abdominal distension, abdominal pain lower, uterine pain and vomiting had resolved and the migraine and headache was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, cyst removal, dysmenorrhoea, headache, hernia repair, hypersensitivity, irritable bowel syndrome, menorrhagia, migraine, nausea, uterine pain, vaginal haemorrhage and vomiting to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: full occlusion of fallopian tube. Most recent follow-up information incorporated above includes: on 11-dec-2019: pfs received- new event cyst removal were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') and hernia repair ('hernia surgery') in a 44-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff had done dye test on (B)(6) 2006, result: total bilateral occlusion. On (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced menorrhagia ("excessive menstrual cycles and abnormal symptoms/abnormal bleeding (menorrhagia) a lot of clots and heavy, sporadic"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea whenever she was bloated") and hypersensitivity ("allergic or hypersensitivity reaction"). On (B)(6) 2006, the patient experienced migraine ("migraines") and headache ("headaches"). In 2009, the patient experienced abdominal distension ("bloating / severe stomach bloating"). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"), 7 years 10 months after insertion of essure (ess205). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), abdominal pain lower ("lower abdomen pain"), uterine pain ("uterus pain") and vomiting ("vomit") and underwent hernia repair (seriousness criterion medically significant) and cyst removal ("pain- cyst removal"). The patient was treated with surgery on (B)(6) 2014, she underwent a bilateral salpingectomies to remove the essure, coils cut out, ligation). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the abdominal pain, hernia repair, back pain, menorrhagia, vaginal haemorrhage, nausea, dysmenorrhoea, irritable bowel syndrome, hypersensitivity, cyst removal and dyspareunia outcome was unknown, the abdominal distension, abdominal pain lower, uterine pain and vomiting had resolved and the migraine and headache was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, cyst removal, dysmenorrhoea, dyspareunia, headache, hernia repair, hypersensitivity, irritable bowel syndrome, menorrhagia, migraine, nausea, uterine pain, vaginal haemorrhage and vomiting to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date: results: full occlusion of fallopian tube. Most recent follow-up information incorporated above includes: on 2-jan-2020: pfs received: newly added events dyspareunia, essure removal date were updated, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') in a 44-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: * plaintiff had done dye test on (B)(6) 2006, result: total bilateral occlusion. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2006, the patient experienced menorrhagia ("excessive menstrual cycles and abnormal symptoms/abnormal bleeding (menorrhagia) a lot of clots and heavy,sporadic"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea whenever she was bloated") and hypersensitivity ("allergic or hypersensitivity reaction"). In (B)(6) 2006, the patient experienced migraine ("migraines") and headache ("headaches"). In 2009, the patient experienced abdominal distension ("bloating / severe stomach bloating"). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"), 7 years 10 months after insertion of essure (ess205). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("sevcre back pain"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), abdominal pain lower ("lower abdomen pain"), uterine pain ("uterus pain") and vomiting ("vomit") and underwent hernia repair ("hernia surgery") and cyst removal ("pain- cyst removal"). The patient was treated with surgery ((B)(6) 2014, she underwent a bilateral salpingectomies to remove the essure, coils cut out, ligation). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the abdominal pain, hernia repair, back pain, menorrhagia, vaginal haemorrhage, nausea, dysmenorrhoea, irritable bowel syndrome, hypersensitivity, cyst removal and dyspareunia outcome was unknown, the abdominal distension, abdominal pain lower, uterine pain and vomiting had resolved and the migraine and headache was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, cyst removal, dysmenorrhoea, dyspareunia, headache, hernia repair, hypersensitivity, irritable bowel syndrome, menorrhagia, migraine, nausea, uterine pain, vaginal haemorrhage and vomiting to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: full occlusion of fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.